Event description:
A customer obtained erroneously elevated troponin (accu tni) results above the ami cut-off on one or more patients. A subsequent testing produced results in the normal reference range. Actual results were not supplied. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in plastic bd lithium heparin tubes with gel separator. Customer centrifuges accu tni samples for 5 minutes. Accu tni qc was within established ranges prior to the event and elevated out of range after the event. A field service engineer (fse) was dispatched: a) the fse cleaned several hardware components. B) the fse replaced parts. C) the system was primed without error. D) all repairs were verified per established procedures and all results met published performance specifications. Although hardware was verified and replaced, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.